Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump alarmed replace battery now without prior low battery alert more than once. The customer's blood glucose was 220 mg/dl at the time of incident. Troubleshooting was performed but the absence of alert was not resolved. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing.